Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: the catheter was returned with a guidewire inserted. A visual and microscopic examination found that the stent was damaged. The stent was flared at the end, consistent with the so called "dogboning" effect, where due to minor positive pressure on the balloon the stent expands at both ends. The balloon cones appeared to have been inflated. The distal end of the stent was severely damaged and pushed proximally. The midshaft and corewire were severely kinked 12 mm proximal to the guidewire exchange port. The port was slightly torn. The guidewire was kinked proximal to the guidewire exchange port and was stuck inside the catheter. The catheter was conditioned overnight at 37°c. After initial resistance, the guidewire was removed without any issues noted. Blood was noted inside the lumen which could have caused the initial resistance. No issues were noted with the section of the guidewire that had been inside the guidewire lumen. The guidewire od was measured with a snapguage (g4958) and was 0.014". A 0.015" product mandrel was inserted with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on returned product analysis completed on (B)(4) 2013. It was reported that the device had difficulty advancing. The target lesion was located in the left anterior descending artery. Using a guidezilla guide extension catheter the physician attempted to deliver a 2.5x16mm and a 2.5x12mm ion stent to the target lesion, however neither were able to cross. The physician inflated a 2.25x12 nc quantum balloon in the target lesion and then attempted to deliver a 2.5x12mm ion stent delivery system (sds) through the guidezilla, however the sds met resistance entering the guidezilla. The devices were successfully removed and the procedure was completed by implanting a 2.5x12mm ion stent. No patient complications were reported. Returned product analysis revealed stent damage.